Event description:
A 3.0mm x 15mm s7 otw coronary stent was selected for treatment of a coronary lesion. It was reported that the technician in the cath lab noticed that the product label identified the s7 device as an s7 3.0mm x 15mm, but the luer of the device stated 3.0mm x 12mm. The technician selected a second device and noticed the product label stated s7 3.0 mm x 15mm and the luer stated 3.0 mm x 12mm. The products were not used and there was no impact to the patient or user. The opened, unused devices were returned to medtronic ave for investigation. The returned goods investigation for both products verified that the product labeling was incorrect. A field corrective action has been implemented. All unused units from this lot have been returned or are pending return to mdt.